Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer did not interact with the pump for 12 hours. Customer had elevated blood glucose levels (254 mg/dl). Tandem technical support educated the customer on the auto-off feature. Customer delivered a bolus to stabilize blood glucose levels.